Manufacturer narrative:
Ophtec bv generated complaint #: (B)(4). For this complaint. Ophtec USA has initiated contact with the intital reporters to gather additional details regarding the incident and the medical device involved (email sent on 10/16/2025).

Event description:
Verisyse/artisan lens implants done caused corneal swelling and epithelial loss necessitating corneal transplants in both eyes. These implants were placed in 2008. Reference report: mw5176375. Health effect codes: 1924, 1791, 2075. Device problem code: 4001.